Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was troubleshooting a bad cuvette error, while processing patient samples, and a discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed diagnostic testing. The cse adjusted gauge reading and flow, and cycled cuvettes without error. The cse observed that some windows were dirty and cleaned the cuvette windows. The cse cycled 200 cuvettes without error. The instrument passed system check and quality controls (qc). The cause of the discordant, falsely high troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was sent out to a reference laboratory for repeat testing, and recovered lower. A corrected report from the reference laboratory was provided to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin result.